Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 375cc saline breast prosthesis. Deflation of the right breast prosthesis was determined. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 12/13/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 7/8/2019, the product investigation was completed. Device investigation summary: the analysis results show that the device appeared intact. Leak test was not performed to avoid compromise the device integrity. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the correct suspect medical device was the left side device instead of the right side that was reported in the initial report. The suspect medical device was: mentor smooth round moderate profile 350cc saline, catalog: 3501655, lot: 5785834, sn: (B)(4). Concomitant products: mentor smooth round moderate profile 375cc saline catalog: 3501660, lot: 5792272, sn: (B)(4). Mentor also became aware that the patient underwent bilateral removal and replacement with the following devices: (right) mentor memorygel breast implant 475cc gel catalog: 3544475 lot: sn: (B)(4) and (left) mentor memorygel breast implant 450cc gel catalog: 3544450, lot: 6857709, sn: (B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).